Event description:
It was reported that the lead became dislodged and it was repositioned successfully. The lead became dislodged once more and the physician decided to explant. The lead was replaced on the left side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.